Manufacturer narrative:
In conclusion, there was no malfunction of merge healthcare's hemo product. The product performed as it was expected. The customer did not set up the correct security groups on the workstation which caused the application not to launch. The customer should have launched the workstation prior to the patient entering the room. The patient was rescheduled for a few hours later and had a successful procedure. Merge healthcare's investigation confirmed that this is not a device malfunction and there was no injury, potential injury or death.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. A customer complaint was received in regards to the hemo workstation launching with an error stating "unable to access database". At the time of launch, there was a female patient on the table. The patient had to be rescheduled for the afternoon because the doctor was unavailable to wait for it to troubleshoot. This was a non-emergency situation and the rescheduled procedure was a success. Due to the delay in care, this allegation is being reported. The customer's i.t called merge support to see why they were receiving this message. After support investigated, they found the workstation was not configured properly with the correct security groups. This was a result from the lab converting from "testing" to "production". It would have to add the workstation to a user group, so the users will be able to access hemo application. The customer's i.t is responsible for setting up the security groups. (B)(4).